Event description:
On may 5, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated for further evaluation. Review of available sensor data in the data management system indicated that the system was in a stabilization phase following re-initialization after a discontinuation of use on 4/24/26, which is an expected period of adjustment after resuming system use. The user was advised to continue consistent system wear for at least several days and to ensure proper calibration using fingerstick blood glucose values only. Following re-initialization and continued use, the user reported improved accuracy and confirmed that the system was performing better. Customer care provided education regarding expected calibration behavior, including transition to routine calibration intervals once stabilization is achieved. Data management system (dms) review confirmed the user was using the system with up-to-date information. This MDR is submitted retrospectively following an internal review.